Event description:
It was reported that pump displayed malfunction code 12 due to a brief power loss to the vibrator motor, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller with resetting pump, after which malfunction did not recur, then arranged shipment of replacement pump and instructed caller to use multiple daily injections as backup therapy.